Event description:
It was reported that a flogard infusion pump had a broken door latch. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was evaluated by a baxter service technician at the customer site. Visual inspection confirmed that the door latch was loose. The root cause was determined to be that the e-ring of the door latch was out of position. The e-ring and door latch were reinstalled to resolve the reported condition. The pump was returned to good working condition. Should additional relevant information become available, a supplemental report will be submitted.